Event description:
As surgeon was performing intramedullary nailing of peritrochanteric hip fracture, the drill bit broke on the 1st screw. It was broken within the nail with one piece of it out of the medial cortex.